Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead displayed high shock impedance measurements greater than 125 ohms one day after the implant procedure. Technical services (ts) discussed a possible connection issue and recommended performing an x-ray to confirm the leads integrity and connection. The field representative indicated he could not visualize the terminal pin past the connector block as easily as he should have seen the terminal pin. Ts also discussed the possibility of electromagnetic interference (emi) causing this as well as testing other shock vectors. The field representative indicated that right ventricular (rv) coil to can configuration resulting in good impedance measurements and the physician was satisfied with this resolution.